Manufacturer narrative:
Additional information is being request for the implant date of this device. This report will be updated once additional information received.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted and replaced due to infection. No additional adverse patient effects were reported.